Event description:
It was reported that during the pulse generator change-out procedure, a small nick in the insulation of right atrial lead was observed. The electrical readings were stable before and after the generator change. Suture sleeve was applied over the nick. Patient¿s condition was stable.